Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter-employed nurse from (B)(6) of a patient not wearing a mask (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient did not wear a mask while performing pd. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2011, the patient received a loading dose of vancomycin 1 gm ip. On the same day, the patient also began treatment with amikacin 100 mg ip once daily, reflin 1 gm ip once daily, orzid 1 gm ip once daily, and heparin 500 iu ip thrice daily. Outcome for the events of did not wear a mask and peritonitis were unknown. Dianeal therapy was ongoing. The reporter believed that the patient not wearing a mask caused the peritonitis. The reporter did not provide an opinion of causality for the event of did not wear a mask.